Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was performed on (B)(6) 2009. The surgeon checked the patient at regular medical check-up and found a doubt of armd. The parts are not consignment parts.